Event description:
While treating a pt with the infant flow system, it was observed that the forced inspiratory oxygen readings displayed were not accurate. The pt was placed on another form if ncpap without any compromise stated.